Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received air instead of insulin for four hours. Reportedly, the customer may not have removed all the air from the cartridge during the load process. The customer experienced ongoing elevated blood glucose levels; however, the exact value was not provided. Reportedly, the customer declined to provide additional information regarding the event.